Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the highly calcified left posterior tibial artery. A 300cm x 10cm fathom-14 guide wire was placed in the left posterior tibial artery. A non-bsc balloon catheter was successfully used to dilate the target lesion. During an attempt to remove the fathom-14 guide wire to inject contrast, the guide wire doubled back on itself and approximately 5 cm of the guide wire tip detached. The physician attempted to straighten the guide wire using multiple snaring techniques which were unsuccessful. After more than one hour of unsuccessful attempts, the fathom-14 guide wire tip was left in the calcification of the posterior tibial artery. There was no change in the patient's condition and the patient's status is listed as fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the highly calcified left posterior tibial artery. A 300cm x 10cm fathom-14 guide wire was placed in the left posterior tibial artery. A non-bsc balloon catheter was successfully used to dilate the target lesion. During an attempt to remove the fathom-14 guide wire to inject contrast, the guide wire doubled back on itself and approximately 5 cm of the guide wire tip detached. The physician attempted to straighten the guide wire using multiple snaring techniques which were unsuccessful. After more than one hour of unsuccessful attempts, the fathom-14 guide wire tip was left in the calcification of the posterior tibial artery. There was no change in the patient's condition and the patient's status is listed as fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the highly calcified left posterior tibial artery. A 300cm x 10cm fathom-14 guide wire was placed in the left posterior tibial artery. A non-bsc balloon catheter was successfully used to dilate the target lesion. During an attempt to remove the fathom-14 guide wire to inject contrast, the guide wire doubled back on itself and approximately 5 cm of the guide wire tip detached. The physician attempted to straighten the guide wire using multiple snaring techniques which were unsuccessful. After more than one hour of unsuccessful attempts, the fathom-14 guide wire tip was left in the calcification of the posterior tibial artery. There was no change in the patient's condition and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a detached/separated distal tip. Approximately 9 cm of the distal tip was broken off and was not returned. The corewire, nitinol and platinum coil were separated. The platinum coil was severely stretched and twisted. The nitinol was slightly twisted. A visual examination of the ptfe coating revealed the proximal section of the guide wire did not have any abnormalities or any evidence of peeling/flaking in the coating. The guide wire was bent on several places along its length. Due to the bend, the guide wire was jumping in the middle section when it was torqued. Functional evaluation could not be performed due to the anomalies found on the guide wire. The device failed to meet specifications when received. Sem analysis was performed on the separation site of the returned device. As the distal separated section was not returned, only the proximal section fracture site could be analyzed. For the nitinol and core wire fracture sites, no conclusions could be drawn. The nitinol fracture sites showed rubbing and evidence of both ductile and directional dimpling. The core wire fracture site also showed rubbing and evidence of both ductile and directional dimpling. Analysis with sem could not determine if the separation occurred as a result of tensile or torsional force. The stretched platinum coil is an indication of tensile stress. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).